Event description:
It was reported the customer had a reservoir leak. She stated the leak had occurred during normal use. She also reported the leak was past the o-rings. The customer also stated insulin/fluid was not present in the battery or reservoir compartment. She also reported having issues with air bubbles in her reservoir. Customer was advised to return her reservoir for analysis. Customer's blood glucose was 170 mg/dl. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).